Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 580 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include nausea and frequent urination. The patient was taken by ambulance the the hospital. Once at the hospital the patient was admitted to the intensive care unit. The patient was treated with intravenous fluids, insulin, benadryl and ativan. The patient remains in the hospital at the time of this call.